Event description:
It was reported that the device would charge properly; however it would not shock. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed that the therapy connector had a large amount of what appeared to be conductive gel inside of it. The connector was replaced; however, the device would still not complete the charge and shock cycles. The therapy pcb assembly was then replaced, which resolved the reported failure. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector. It was observed that there was residue inside of the connector; however, this had no effect on therapy being delivered. The therapy pcb assembly was also further evaluated. The reported failure was not duplicated. It passed functional testing and charged/discharged properly.